Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and received instructions for placing the pump into storage mode before returning it. The customer's pump was confirmed to be under warranty and included in a field correction. Technical support arranged for the pump to be replaced and equipped with updated software, also providing guidance on using the replacement pump and the return process for the faulty device.